Manufacturer narrative:
After submission of the initial medwatch report, physio-control was advised that the user facility had changed, as the device was donated to another fire department. After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that a device he was examining had a service indicator present and when attempting to shock, the device gave a "cannot charge" message. This was observed while testing the device. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.